Manufacturer narrative:
This report is submitted on march 4, 2021.

Event description:
Per the surgeon, the patient experienced persistent pain at the abutment site. It was noted during an appointment on (B)(6) 2021, that the implant fixure was partially loose.